Event description:
It was reported that " when they were trying to deflate the balloon during removal, it did not deflate completely, so they removed the sheath with the balloon to remove it from the patient body". Additional information states that the catheter was removed and not replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that " when they were trying to deflate the balloon during removal, it did not deflate completely, so they removed the sheath with the balloon to remove it from the patient body". Additional information states that the catheter was removed and not replaced. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The product was not returned for investigation. Based on the event details, it is likely that the user attempted to withdraw the iabc through the sheath. As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (un-furled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab removal difficulty is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined; a potential cause is customer handling. The reported complaint will be monitored for any developing trends. Additionally, based on the event details, it is likely that the user attempted to withdraw the iabc through the sheath. As a result, an in-service has been requested to review the instructions for use (IFU) with the customer.